Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone material inside the rv/svc set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during implant, the rv lead could not be connected to the device. The device was not implanted. There were no adverse consequences to the patient.